Event description:
Report received of a pump sliding down the IV pole, resulting in "minor scratches and bruising" to a healthcare professional. The healthcare professional was transporting a patient on a gurney from the cat scan lab back to the ER dept. Reportedly the healthcare professional was pushing the gurney with one hand and the other hand was pushing a free-standing IV pole. The healthcare professional was reportedly grasping the IV pole below where the pump was attached. After an unspecified length of time, the pump "slid down the IV pole resulting in minor scratches and bruises to the healthcare professional's hand." No medical interventions were required. In addition, there were no reports of any adverse patient events. Though requested, no additional info was provided.